Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate, procedural factors (over inflation of the valve), in addition to patient factors (advanced age, severe valvular calcification, severe aortic root calcification, horizontal aortic root) likely contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliate in (B)(6) , prior to a transfemoral tavr procedure, it was noted that the native annular size was on the borderline of a 23mm sapien 3 valve and a 26mm sapien 3 valve. The plan was to determine the valve size post balloon aortic valvuloplasty (bav). Prior to the procedure, the left coronary artery (lca) was protected due to the low height of the ostium. Bav was performed with a 23mm balloon and fluoroscopy showed slight contrast flow to the left ventricle (lv). Considering the risk of rupture, a 23mm sapien 3 valve was deployed, without issue, with nominal plus 1ml of volume. Post valve deployment, the patient¿s hemodynamics were stable with a trivial aortic regurgitation. However, the patient¿s blood pressure gradually decreased to around 60 mmhg following the removal of the esheath. Catecholamine and volume load were ineffective. A ¿little¿ amount of pericardial effusion was observed on echocardiogram. A review of the post deployment aortography revealed a contrast leak, indicating an annular rupture near the non-coronary cusp (ncc). Conversion to open surgery was not an option due to the patient¿s instructions; therefore, monitoring post protamine administration was performed. No increase of the pericardial effusion was observed at the time: however, a pericardial drain was placed. The patient was transferred intubated. Post procedure, the exact timing is unknown, the pericardial drain was removed and the patient was reported to be ¿in a favorable course¿. The native annular area measured 430mm2. Severe valvular calcification and severe aortic root calcification was reported. The valve remains implanted in the patient. It was perceived that the additional volume contributed to the annular rupture.